Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with these boston scientific leads, sought medical care due to an abnormal heart rate. Fluoroscopy identified a migrated and fractured, right atrial (ra) lead and insulation abrasion of the associated right ventricular (rv) lead, at the same location. The physician reported the rv lead had not yet fractured. Both the leads were removed and successfully replaced. The patient was discharged after confirmation of normal system operation. The explanted leads are intended to be returned for a post-market analysis.